Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision. The patient was doing well postoperatively. The physician does not know what was causing the pocket irritation.

Event description:
A report was received that the patient was having irritation at the pocket site. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient was having irritation at the pocket site. The patient will undergo a pocket revision procedure.